Event description:
Upon field service installation, the field service representative (fsr) reported that, after successful calibration, the following message appeared: "gas system warming up". There was no pt involvement.

Manufacturer narrative:
This event is related to medwatch 1818100-2012-01418. The complaint was confirmed by the field service representative (fsr). The fsr reseated all the connectors and connections, ran the unit for about 1 1/2 hours and calibrated the system. The unit was tested to manufacturer's specifications and returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.